Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was returned deployed. The stent delivery wire (sdw) was seen to be broken fractured. Due to damage noted on the sdw, the functional inspection could not occur. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent difficult/unable to advance/pullback through catheter' could not be replicated as the stent was returned in a deployed condition; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. And the patients anatomy was described as 'moderately tortuous'. It was reported that 'when using microcatheter to deliver stent, tip of the stent was hard to be advanced in microcatheter. The operator added some force to push it but the stent was not able to be pushed out of microcatheter. Replaced the stent with another stent to deliver successfully. No impact to the patient. After the procedure the operator deployed the stent on the table'. The stent was returned for analysis in a deployed condition which is aligned with the event description. Upon inspection, the stent was noted to be undamaged. The introducer sheath was not returned for analysis. The sdw was returned and was cracked/broken/fractured towards the distal end of the wire. It is not clear exactly what happened on this occasion and how the sdw experienced the level of damage which led to it stretching and breaking but, given the event description and the condition of the analysed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would experience some friction as it passes through the deformed distal tip opening of the sheath (distal sheath movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported 'stent difficult/unable to advance/pullback through catheter' and analysed 'sdw broken/fractured during use' and 'stent deployed prematurely during preparation' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the stent delivery wire (sdw) was broken/fractured during use. No clinical consequences were reported to the patient due to this event.